Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monoplus suture. The client reported that, upon opening the package, the needle had already detached from the thread. There was no patient involvement.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received one open sample, no cardboard, no needle, only a piece of thread of 7 cm approximately. Checking the thread of the used sample received we have noticed that there are marks of a needle holder/surgical instrument in the end zone the thread. Probably the thread has been damaged during handling of the suture and the needle detachment from the thread is caused by this wrong handling. Needles must be held with needle holders in the central 2/3 of the needle, as informed in the instructions for use of the material. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: according to the sample received, the root cause has been determined to be a wrong handling from the operator as the suture has been damaged by the user. Final conclusion: taking into account that the sample received shows that the product has not been used according to the instructions for use, we consider that the complaint is not confirmed as the product was released fulfilling european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is not confirmed by evidence of the samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.